Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the leading haptic advanced straight in the cartridge and exited straight down and to the right and was twisted. The surgeon would exit the wound before the iol could deliver and removed the iol from the cartridge and manually loaded the iol into inserter. No patient impact or harm. Additional information has been received that lens was folded in the inserter. There was no patient impact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).